Manufacturer narrative:
The reported events of lead dislodgement, r-wave amplitude variation, and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix extension length measured within specification. Electrical testing and x-ray examination did not find any conductor fractures or internal shorts. Visual inspection found no anomalies except for the damage found, consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead sensing values had decreased since the implant, confirmed through the pacing system analyzer (psa). The physician decided to let the numbers improve overnight. The next morning, r waves had dropped and the impedance had changed. Chest x-ray showed the lead had pulled back. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.